Manufacturer narrative:
Event date: (B)(6) 2021. Report date: 05feb2021.

Event description:
The customer reported that the unit alarm and screen fault. Per authorized service personnel (asp) the device report " check ventilator: main alarm failed" error on display. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient. The issue was discovered during testing. Per authorized service personnel (asp) the customer refused service on this unit.